Event description:
It was reported that 10 bd nano¿ pro ultra-fine¿ pen needles were clogged. The following information was provided by the initial reporter: consumer reported found 10 pen needles clog during injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot. Complaints received for this device and reported condition will continue to be tracked and trended.